Event description:
Additional information reported there was skin erosion at the burrhole cap on the left side. The patient was admitted to the neurosurgery unit where the burrhole cap and external part of the electrode on the left side was removed. A fixation with mini-plates and plastic surgery to cover skin defect performed. The patient was treated with antibiotics for 10 days. Anti-parkinson medication was enforced and the event was resolved. The event was possibly/probably/or certainly related to the surgery, system, medication, and a pre-existing/underlying condition. The event was unrelated/unlikely related to the stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a skin infection. The reporter stated that in the clinic, a part of the left lead was inserted in the borehole and fixed. It was noted the extra cranial part of the left lead and the left borehole cap was removed. It was noted that the infected part of the lead was cut. It was further noted that skin grafting was done to ¿cap¿ the skin defect. It was noted that the patient had no stimulation in the left subthalamic nucleus. The reporter stated an antibiotics with ¿cefuroxime¿ was done. It was noted the lesion was restored without any problems. It was further noted that there were no product issues alleged.

Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# 0205691802, implanted: (B)(6) 2013, product type: lead. Product ID: 3389-28, lot# 0205691805, product type: lead. (B)(4).